Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was having issues with insulin pump and experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer was treated with syringe for high blood glucose. Customer did not troubleshoot for high blood glucose value. The device will be not returned for analysis.